Event description:
It was reported that the right ventricular lead was explanted due to inappropriate shocks caused by sensing difficulty, and high lead impedance. No further patient complications were reported as a result of this event.